Manufacturer narrative:
The complaint can be verified. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The pump did switch off due to a temporary short circuit on the supercap. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. The pump correctly triggered the e8 error message. The buttons of the pump were tested and meet the specifications. The battery cover passed the optical inspection.

Event description:
Patient reported the infusion device turned off without providing a warning/error message on (B)(6) 2013. He changed the battery, and the infusion device displayed an e8 power interrupt error. He was unable to clear the error message by pressing the check button. His blood glucose was 157 mg/dl, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.